Event description:
It was reported that on (B)(6) 2024 evening, the patient had a witnessed syncopal and focal/seizure like event at 19:58 pm, lasting for 1 minute. Afterward, the patient was unresponsive, but woke up a few minutes later symptom free. Computed tomography angiography (cta) of head and electroencephalogram (eeg) were negative. The patient remained symptom free and neurology exam was negative. No alarms were noted, just cluster of pulsatility index (pi) events. Low flow of 2.4l was noted at 20:08 pm, with no subsequent alarm. Log file captured on (B)(6) 2024 around 20:08:58, two low flow events. On (B)(6) 2024, the patient had another witnessed syncopal/seizure event, while ambulating with physical therapy, where the patient was briefly lost consciousness and collapsed. A drop in flow from 5.5 to 3.2 right around the time of the event, was noted but no alarms were noted. Additional log files noted 2 low flow flags on (B)(6) 2024. There were no additional alarm conditions or parameter changes. A seizure was ruled out. The patient had no history of seizures or any other neurological events. The event was not considered to be device related. The plan was to optimize hemodynamic status via pharmacologics. The patient had 2 more syncope events on 21may2024. At 10:10 am, they experienced dizziness, tunnel black vision, decreased hearing, and unresponsiveness, with spontaneous recovery. At 11:20 am, the patient was unresponsive again with 2 low flow alarms and spontaneous recovery. Additional log files confirmed a couple low flows on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist device (lvad), serial number (B)(6), and the reported events could not be conclusively established. The submitted log files captured low flow hazard alarms on (B)(6) 2024, which were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1, "introduction," lists potential adverse events, that may be associated with the use of heartmate 3 lvas. Section 4 of the IFU, ¿system monitor,¿ provides more information regarding pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, an audible low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.